Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 50% battery life to 05 within two hours. The customer's blood glucose level was impacted (300 mg/dl). The customer took a manual injection. It was indicated that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.